Event description:
After an implantation period of approx. 51 months, it was reported that the device was in eri status.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, and 20 charge processes had been documented. The analysis of the memory content showed an inconsistency between battery voltage and the drawn charge amount. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected and started the charging of the high-voltage capacitors. However, the charge process was aborted because the charge time limit had been reached. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. However, a direct measurement on the module showed an increased power consumption. In addition, a damaged low-voltage capacitor was identified, which caused the increased power consumption and, subsequently, led to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged low-voltage capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment. We were unable to determine the exact time and the cause of the damage.

Event description:
After an implantation period of approx.51 months, it was reported that the device was in eri status.